Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the delivery system balloon burst at the end of deployment. During prep, the delivery system was noted to have de airing issue which was resolved after the stopcocks were switched out. There was no patient injury. The patient is in stable condition post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Imagery of patient's anatomy showed presence of calcification at the annulus. Due to unavailability of the returned device and/ or applicable imagery, engineering was unable to perform any visual, functional or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and delivery system de airing difficulty were unable to be confirmed. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Calcification is present in the sino tubular junction (stj) of the patient as per the provided imagery report. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration leading to the balloon burst per report, ''had trouble de-airing system, switched out stopcocks and it seemed to remedy issue''. It is possible that the stopcock was either damaged or not connected properly leading to the noted difficulties however, due to no device return or relevant procedural imagery provided, a definite root cause was unable to be determined. Review of available information suggests that patient factors (calcification) to the balloon burst and procedural factors (improper device preparation) contributed to the de-airing difficulty. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.